Manufacturer narrative:
The investigation is ongoing. During the review of the thv/tvt registry data, the event was found to have occurred outside of 12 months from the implant date. This report provides an event received from the data from thv/tvt registry and reports for 1 readmission (valve related) aortic valve serious injury for the sapien 3 ultra transcatheter heart valve in the aortic position. The 'time to event' (tte, in days) for this event was 405. The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve are: (B)(4). The valve remains implanted in the patient.

Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 4 2022 for aortic serious injury events for the sapien 3 ultra valve, and the event occurred more than 1 year post procedure. This report is for reintervention aortic valve serious injury event for sapien 3 ultra transcatheter heart valve. This age for this patient is 72 years. The gender is as follows: male.

Manufacturer narrative:
The sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with s3/s3u IFU was reviewed for guidance and instructions. Potential adverse events include reoperation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve requires intervention of unknown mechanism of failure post implantation was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'aortic valve serious injury event 405 days post for a 72-year-old male with a sapien 3 ultra valve'. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for reintervention is approximately 405 days post-tavr is unknown. In this case, due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.